Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after flushing and zeroing this disposable pressure transducer connected to patient, blood pressure parameter was much lower than measurement obtained by a non-invasive pressure monitoring. The device was removed and reconnected again but the issue remained. The device was replaced with a new unit and issue was solved. The patient was not treated according to the wrong parameter. There is no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Finally, no product was received for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Manufacturer narrative:
Updated section d9, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was received for evaluation. The report of inaccurate values was not able to be confirmed. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the kit. There are internal controls to avoid potential causes related to the reported malfunction.